Event description:
It is reported that after 36 hours of use of the catheter, the pt reports pain after infusion of antibiotics, it was suspended the use of the catheter for analysis. It was done a test with saline infusion and x-ray, without problems. Pts report improved and the catheter was released to continue treatment. After 72 hours, pt reports pain after infusion of antibiotics, exudation and increase of 2 cm in arm circumference. X-ray and ultrasound showed no thrombosis or displacement. The catheter was removed and it was found a hole with leakage of saline (in the test).

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reui0657 showed no other similar product complaint(s) from this lot number.